Event description:
Caller states the patient tested 5.8 inr on the coaguchek s system and 3.8 inr on a comparison lab. Patient treated based on lab result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.